Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after an unspecified procedure, arteriotomy closure of the common femoral artery was attempted using a perclose at device. Reportedly, after arteriotomy closure, the pulses of the leg could not be felt. An angiogram revealed that the perclose at device suture was deployed to the back wall of the vessel. The vessel was surgically repaired and sutured to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose at device. No additional information was provided.